Event description:
During installation of an upgrade to add an additional arm to the pt side cart, a malfunction was observed which resulted in uncontrolled motion of a master took manipulator (mtm). Intuitive surgical field personnel observed the malfunction during a power-on "homing" test during installation and not during surgery.